Event description:
It was reported that stent damage occurred. A 2.50x20mm promus element ¿ stent was advanced to the target lesion, however, it was noted that the stent body was lifted. The device was simply removed from the patient and the procedure was completed using another device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent struts from the most proximal stent row were raised outwards distally from the balloon and were damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. In addition, the inner, outer and corewire were kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x20mm promus element ¿ stent was advanced to the target lesion however it was noted that the stent body was lifted. The device was simply removed from the patient and the procedure was completed using another device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).